Event description:
We are a dental office. We sent the ada an email about regulations regarding the manufacturing of latex gloves. We have found several gloves with small flies embedded in them. We were saving the gloves, but have since threw them away. The gloves we are using are aloe-pro gloves from dash medical gloves. We called our supplier and they did some research for us. They found out that all latex to make medical/dental gloves is coming from foreign country. The gloves are either made there or the latex is purchased from there and the gloves are physically made here so that they can say, "made in the USA". We were assured by the ada that there are supposed to be regulations in effect, but were encouraged to contact you since finding flies in our gloves indicates that these regulations are not being followed or are lax. Please let us know of your findings. Feel free to call - office manager - if you need any further info. Thank you for your time in this matter.